Event description:
It was reported that loss of capture (loc) was suspected in the left ventricular (lv) lead. Technical services (ts) was consulted, and further in office evaluation was recommended to confirm capture. No adverse patient effects were reported. This lead remains in service.